Event description:
Boston scientific received information that following a routine device system implant for third degree heartblock, right atrial (ra) lead pacing impedances measured 530 ohms. Upon pocket closure, the ra impedance measurement was greater than 2,500 ohms. The implanting physician reviewed fluoroscopy of the lead, and noted it was unremarkable, and suspected a set screw issue. The following day, the threshold measurements had risen slightly. The physician was not considering a revision procedure, due to the patients condition. No further observations were noted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.